Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Buttons not functional. Patient changed the batteries and when he inserted the new ones, e8 appeared. Patient cannot confirm the error. No adverse event reported. A request was made for the return of the device.